Event description:
It was reported that asymptomatic patient presented in ER with an alert for post- paced t wave oversensing on the ventricular lead. The patient did not receive any therapy and oversensing was noted on stored egm. Programming changes were made and device remains implanted. The patient condition was good.